Event description:
Template reported as not clamping needles securely. Needles are not held fast to the template locking mechanism. A user reports that initially they were locking sufficiently, but after handling according to documentation, two subsequent implants were interrupted for re-scanning because the needles had shifted.

Manufacturer narrative:
There was no injury associated with this complaint. User had to adjust needles and re-scan resulting in a minor treatment delay. Large shifts in the needle template positions would be obvious to the user prior to treatment. Method - though still under investigation, varian has determined that a MDR is appropriate as this reported malfunction, should it recur, may potentially result in serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.